Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using u-500 insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.